Manufacturer narrative:
H3 other text : customer did not return calls.

Event description:
It was reported that the device indicates red x on the screen. There was reportedly no patient involvement. The customer care solution center was not able to evaluate the device since the customer did not call back. This will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. The investigation will be reopened if the customer comes back.

Event description:
It was reported that the device indicates red x on the screen. There was reportedly no patient involvement.